Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.0 cm abdominal aortic aneurysm. It was reported that the patient returned for follow up and a type ib endoleak was discovered in the right iliac. The right hypogastric artery was coiled and the limb was extended into the external iliac artery. This reportedly resolved the event. The physician stated that the cause of the event was due to patient anatomy; specifically, disease progression. No additional clinical sequelae were reported and the patient is fine.